Event description:
A notification letter dated november 9, 2010 was received from a firm representing the estate of the pt. The letter reported that the pt died on (B)(6) 2010 and indicated he was using an unspecified model and size shiley cuffed tracheostomy tube with a reported defective balloon.

Manufacturer narrative:
The lot number of the tracheostomy tube is unk and therefore, the device manufacture date, size and model cannot be determined. Without the model, the PMA/510 (k) cannot be determined.